Event description:
It was reported that a merlin.net transmission showed an alert for non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.